Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle broke. They told for 2 years we have been in dialogue with the supplier about problems with broken and bent needles and threads that also break. They have received 5 unintended events with needles that have broken during a surgery. The pouring date is just an example of date as there have been many events. They always try to find tips that are broken, but because of the very small metal pieces that are hardly visible, there may be instances where microscopic metal pieces are left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.